Manufacturer narrative:
Based on the information gathered, there was no indication or report that a davinci product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported post-operative incident cannot be determined. Article citation: sergi w, depalma n, marchese t, manoochehri f. Et al. Robotic-assisted distal pancreatectomy with spelenectomy in a paediatric patient for solid pseudopapillary tumor. Journal of surgical case reports. 28 march 2023. Available at: https://doi.org/10.1093/jscr/rjad145. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
During a review of a literature article involving a da vinci-assisted robotic procedure titled, "robotic-assisted distal pancreatectomy with splenectomy in a paediatric patient for solid pseudopapillary tumour" (sergi, w., et al, 2023), the following event was reported. It was reported that after a da vinci-assisted distal pancreatectomy with splenectomy procedure for solid pseudopapillary tumor (spt), a 17-year-old patient experienced ileus and an episode of post-operative vomiting. A CT scan was performed which revealed a fluid collection in the dissection area and was treated by a percutaneous draining. The patient was discharged on post-operative day 16. The procedure was completed with no intraoperative bleeding reported. There were no reports of a malfunction of a da vinci system, instrument, or accessories. Intuitive surgical, inc, (isi) made attempts to obtain additional information from the article author. The author indicated the post-operative complication was an expected complication for this type of surgery, but no additional information was provided.